Event description:
It was reported that over the course of five days, this patient received three inappropriate shocks due to double-counting over-sensing. Boston scientific technical services was contacted for a device data review. It was discussed that the patient's right ventricular (rv) r-wave measurements were quite low, which contributed to the double-counting. The physician had stated that the patient recently had an ablation procedure, which was stated to be the cause of the low r-wave amplitude measurements. The physician elected to alter the patient's medication and programmed therapy settings to resolve the event. No additional adverse patient effects were reported. This device remains implanted and in-service.

Event description:
It was reported that over the course of five days, this patient received three inappropriate shocks due to double-counting over-sensing. Boston scientific technical services was contacted for a device data review. It was discussed that the patient's right ventricular (rv) r-wave measurements were quite low, which contributed to the double-counting. The physician had stated that the patient recently had an ablation procedure, which was stated to be the cause of the low r-wave amplitude measurements. The physician elected to alter the patient's medication and programmed therapy settings to resolve the event. No additional adverse patient effects were reported. This device remains implanted and in-service.